Manufacturer narrative:
The reported events of high pacing lead impedance and lead fracture were confirmed. As received, a complete lead was returned in two pieces. Lead impedance test could not be performed due to as received condition of the lead. Visual and x-ray examinations of the lead found clavicle crush fracturing all the outer coil filar's distal to the suture sleeve tie impression. The cause of the reported events was isolated to clavicle crush fracturing all the outer coil filar's.

Event description:
Related manufacturer reference number:2017865-2023-17647. It was reported that the right atrial lead and the right ventricular lead exhibited high impedance. It was noted that the physician thought the possible cause of the atrial lead impedance was lead fracture and the ventricular lead was buried under the clavicle. Both leads were explanted and replaced. The patient was in stable condition.